Event description:
It was reported that pump displayed malfunction alarm with code malf 0. There was no adverse impact to the customer's blood glucose level. Customer contacted technical support, was guided through pump reset steps, confirmed malfunction did not recur after reset, was instructed to continue using pump, and was advised to call back if malfunction code appeared again.